Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to a symptom of dizziness. The patient's right ventricular lead (rv) had events of intermittent noise and high pacing impedance. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.